Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
This is a complaint about needle exposed when removing injector from protector. It was reported that when removing the injector from the protector, more force than usual was required, and the injector needle became bare as a result. (B)(6) 2024: the customer reported (B)(4) and said it required more force to pull the injector when the user attempted to disconnect the injector from the protector. The user knows that the injector should be pulled before rotating but it was difficult to pull, so the user rotated the injector first resulting in the broken claw. The customer would like to know why the injector could not be pulled as usual during disconnection even though the user pulled the injector first. Would it possible to investigate for the possible factors by the returned sample (injector and syringe will be returned)? The customer requested it but I¿m not sure if it can be observed on the sample. If you know any possible factor, please let me know.

Manufacturer narrative:
Photos were received for evaluation by our quality engineer. Through visual inspection of the picture sample, the cannula was observed exposed and the grips of the safety sleeve were out of place. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. It has been determined that this incident most likely occurred due to improper use. The instructions for use must be carefully followed when using the phaseal devices. Retraining is recommended to prevent this issue's reoccurrence.

Event description:
No additional information.